Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "the pump shut down on the patient without much warning". The pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".